Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The customer reported to baxter, one (1) cl blood set y-typelarge 170-260 filter hand pump that was leaking near the port after being spiked. There is an actual sample available for evaluation that has been returned to baxter for evaluation. There was no reported patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). One sample was received (used) and the customer reported issue was confirmed. Visual inspection was performed to the set and the results were satisfactory; all components were present, in the right position and complete. The possible root cause of the defect reported is an incorrect assembly performed by the operator when joining the tubing and the filter's connector using the method for the assembly with pneumatic expanders. A revision of the edges of the expanders will be performed in order to assure that there are no sharp corners or tips that may represent danger of ripping the tubing during the assembly according to the procedure followed by the operator. A batch review was performed on the reported lot with no deviations found. If additional information becomes available, a follow up report will be submitted.